Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged that the pump was delivering insulin inaccurately. It was noted that the bolus totals in the bolus history did not match. The indicated blood glucose (bg) level greater than 250 mg/dl but less than 500 mg/dl with no signs or symptoms was not indicative of a serious injury and does not meet the animas criteria of an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/22/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/08/2015 with the following findings: the bolus history shows 0.00u of a programmed 2.00u bolus delivered on 04/06/2015 17:58 due to eaw-175- partial delivery user aborted pump warning; a fully delivered 2.00u followed immediately. Performed a normal 10u bolus and a 10u audio bolus. Both were fully delivered and accurately recorded in the pump history. No hypersensitive keys were observed. The tdd correctly showed 20.0u for boluses. Unable to duplicate the complaint. Display screen has a pinkish contrast. Battery compartment is cracked below the bumper pad.